Event description:
Customer reported, she experienced low blood glucose of 46 mg/dl; treated with food. Customer also reported that the screen on the insulin pump is scratched. Customer does not know how the damage occurred. She does not think it is cracked because, she had not dropped it. She can see the display on the screen and device is working. She also reported that when she presses the down arrow button, the light comes on but if she does something it will turn off. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.